Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Concomitant products: mentor smooth round high profile, 290cc, cat #: 3503290 sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with unknown saline breast implants which the right side deflated, and some capsule/ poling after implantation. The issue of deflation were confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add the "capsular contracture" patient code to more accurately capture the reported event. Manufacturer's reference number: (B)(4).